Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced due to an unknown product performance issue. Additional information is being requested from the field representative. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced due to an unknown product performance issue. Additional information is being requested from the field representative. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received from the field representative that reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system no longer passed in any vectors and that the patient received inappropriate therapy due to t-wave oversensing. It was noted that the patient was on a transplant list. Therefore, the system was explanted. The system is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced due to an unknown product performance issue. Additional information is being requested from the field representative. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received from the field representative that reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system no longer passed in any vectors and that the patient received inappropriate therapy due to t-wave oversensing. It was noted that the patient was on a transplant list. Therefore, the system was explanted. The system is not expected to be returned. No additional adverse patient effects were reported.